Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they threw 2 sensors of the same lot away because the first one was missing the cannula and second one was bent. Customer's blood glucose level was not reported. The device was not returned.